Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: sheath separated from the t-flange, sheath is buckled at proximal end site, and sheath guide is scratched. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the vizishot 2 flex sheath was not working and had difficulty retracting needle. The issue was found during a therapeutic endobronchial ultrasound (ebus) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the vizishot 2 flex sheath was not working and had difficulty retracting needle. The issue was found during a therapeutic endobronchial ultrasound (ebus) procedure. The procedure was completed using a similar device. There were no reports of patient harm.